Event description:
Additional information reported stated that the lead was capped and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath. The right atrial lead exhibited loss of sensing and capture; the lead had also dislodged. The patient would be scheduled for a lead replacement.